Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with a merlin.net transmission showing non sustained lead noise due to post paced t wave oversensing. No programming changes were made. Patient is scheduled for follow up.